Event description:
It was reported that during a pci procedure, the choice es guidewire broke. The physician was attempting to deliver the wire to the lesion located in the right coronary artery (rca) when the wire "snapped". The wire was removed and the procedure was completed with a pt graphix guidewire. There were no reported pt complications.